Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient passed away. The cause of death is unknown.

Manufacturer narrative:
Review and completion of the product investigation identified the reported incident has not been attributed to the cardiomems device. There was no allegation of malfunction or adverse event related to the product and/or procedure.

Event description:
Review and completion of the product investigation identified the reported incident has not been attributed to the cardiomems device. There was no allegation of malfunction or adverse event related to the product and/or procedure.